Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, operating currents, rewind and self test. Unable to confirm no button response due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was not responding. Customer¿s blood glucose level was 168 mg/dl at the time of incident. Customer state that the time was not advancing. Customer reported no alarms occurred during, or after, the buttons stopped responding. Customer reports alarm did not clear successfully. The insulin pump will be returned for analysis.